Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post-paced t-wave oversensing. The patient did not receive therapy. The device was reprogrammed.

Event description:
New information notes that after the device was reprogrammed, same anomaly of post-paced t-wave oversensing was observed. Patient did not receive therapy due to oversensing. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.